Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt reported that dialysis solution was leaking out of the cassette and into the cycler. Pt stated she could not see a hole/tear but fluid came out when door was opened. Prophylactic antibiotics were administered as a precaution; there was no known pt effects. Sample has not been returned to the MFR; sample is not available.